Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 35, 474, 231 mg/dl. Tests were done within 11-20 minutes with a difference of 105%. Patient did not experience any adverse events. The patient also reported to the representative who obtained the call that clean test area message was also obtained on the meter during this time.